Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa iliac branch endoprostheses (ibe) to treat a distal type 1 endoleak from a previous endovascular aneurysm repair with a cook graft. It was reported that the physician wanted to put an ibe into the cook graft in the right common iliac artery. The cook graft measured 20 cm distally. Everything was going as planned when the physician deployed the ceb231010a component in the cook distal graft in the right common iliac artery. The physician was able to get the dsf1245/1v419113 sheath up and over and into place to canulate. As he was trying to canulate the hypogastric artery the dsf1245 sheath retracted back but the physician was able to canulate into the hypogastric artery. The field sales associate (fsa) expressed concerns about the dsf1245 sheath needing to be advanced because there was now too much of a loop and a very acute angle. The fsa was not sure if the device would track around the turn and into the hypogastric artery. The physician wanted to try and he did not think it would be a problem, however, the device would not track and in the process, wire access was lost into the hypogastric artery. Reportedly the physician pulled the hgb161007a/16052248 component out and recannulated the hypogastric artery and tried to advance the hgb component without trying to first advance the dsf1245 sheath. The hgb component made it around the turn of the flow divider of the cook graft but then would not advance further. While attempting to take the hgb component out, it broke off in the sheath. The physician then tried to pull the dsf1245 sheath out and the last 8 cm of the sheath with the broken hgb component in it, broke off also. After several attempts to snare the broken piece of sheath and device with no success, the physician decided to just use a bare metal stent and pin the broken sheath with the device up against the wall of the ibe graft. Final angio showed good blood flow and the broken sheath and device pinned against wall of the ibe graft. The patient tolerated the procedure.

Manufacturer narrative:
Correction: type of reportable event was changed from serious injury to malfunction.